Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated she has been trying to recharge her ins for the last several months, and has not been successful. The patient stated they have not needed to use their ins. The patient last recharged in november. No further complications were reported. No patient symptoms were reported. Patient called requesting mdt to jumpstart ins additional information was received from the patient. The patient mentioned the rep was unable to jumpstart the ins. It was reported that the patient said the ins wasn't even on anymore. The patient did not charge it for a while. The ins died sometime last year or maybe it was the year before. The rep told the patient they thought the battery was shot. The patient said they were in the process of getting the device replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they will have a possible replacement. They are in the process of determining what is best moving forward in terms of insurance, pain levels, scheduling, ect. The issue has not been resolved at this time.